Manufacturer narrative:
Investigation results of inner shaft broken. Investigation results: a wallflex¿ biliary rmv fully covered stent and delivery system was returned for analysis. Visual examination of the returned device found that the stent was fully mounted in the delivery system. The outer sheath was significantly curved. The inner shaft was kinked, broken, and found to be exiting the guidewire access sheath. This would prevent device deployment, confirming the complaint. These damages are consistent with the application of excessive force during attempted deployment. It was possible to manually deploy the device. No other issues were identified during the product analysis. Given the event description and the condition of the returned device, the observed failures are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rmv fully covered stent was to be used in the biliary tract to treat a malignant stricture due to pancreatic cancer and obstruction of biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. Reportedly, patient¿s anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician attempted to deploy the stent; however, the stent failed to deploy. The stent was removed from the patient and the procedure was completed with a different device flexima stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the inner shaft was broken.